Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The following are possible batch numbers: dbe242, dce133.

Manufacturer narrative:
(B)(4).additional information: a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lumber microdiscectomy on (B)(6) 2011 and topical skin adhesive was used. About three days after the procedure, the patient experienced a red itchy rash under the topical skin adhesive. The topical skin adhesive was scraped off and an undefined medical or surgical intervention was performed. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection revealed that the products did not have any damage and were not broken. The samples were functionally examined and they met the requirements.